Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
The customer reported display issues. There was no patient involvement.

Manufacturer narrative:
The device was not in clinical use when the navigation ring issue was discovered. The event does not present a direct risk of patient harm or injury and therefore no longer meets regulatory reporting criteria.